Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 024477-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included benzoyl peroxide, calcium carbonate;magnesium carbonate (tums), cetirizine hydrochloride (zyrtec), ibuprofen, naproxen sodium (aleve), paracetamol (tylenol), phentermine, progesterone and simeticone (gas-x). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating that doesn't go away") and gastric dilatation ("gastrointestinal or digestive system condition: a distended stomach") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vitreous floaters ("vision/eye problems type: floaters"). In (B)(6) 2017, the patient experienced acne ("acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy: other") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (ablation and diagnostic laparoscopy (bilateral salpingectomy: loa)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, intermenstrual bleeding, hypersensitivity, psychological trauma, fatigue, hormone level abnormal, headache, neoplasm, weight increased, abdominal distension, dyspareunia, alopecia, migraine, acne, vitreous floaters, gastric dilatation, abdominal pain lower, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastric dilatation, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, migraine, neoplasm, pelvic pain, psychological trauma, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain current weight: 155 lbs. Discrepancy noted in date of essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-nov-2021: mr received. Reporter information and essure removal details was added.case became medically confirmed. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 024477-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included benzoyl peroxide, calcium carbonate;magnesium carbonate (tums), cetirizine hydrochloride (zyrtec), ibuprofen, naproxen sodium (aleve), paracetamol (tylenol), phentermine, progesterone and simeticone (gas-x). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating that doesn't go away") and gastric dilatation ("gastrointestinal or digestive system condition: a distended stomach") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vitreous floaters ("vision/eye problems type: floaters"). In (B)(6) 2017, the patient experienced acne ("acne"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy: other") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia, hypersensitivity, psychological trauma, fatigue, hormone level abnormal, headache, neoplasm, weight increased, abdominal distension, dyspareunia, alopecia, migraine, acne, vitreous floaters, gastric dilatation, abdominal pain lower, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastric dilatation, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain current weight: 155 lbs. Discrepancy noted in date of essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is notvalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 024477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included benzoyl peroxide, calcium carbonate;magnesium carbonate (tums), cetirizine hydrochloride (zyrtec), ibuprofen, naproxen sodium (aleve), paracetamol (tylenol), phentermine, progesterone and simethicone (gas-x). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating that doesn't go away") and gastric dilatation ("gastrointestinal or digestive system condition: a distended stomach") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vitreous floaters ("vision/eye problems type: floaters"). In (B)(6) 2017, the patient experienced acne ("acne"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy: other") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia, hypersensitivity, psychological trauma, fatigue, hormone level abnormal, headache, neoplasm, weight increased, abdominal distension, dyspareunia, alopecia, migraine, acne, vitreous floaters, gastric dilatation, abdominal pain lower, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastric dilatation, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain current weight: (B)(6) lbs. Discrepancy noted in date of essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received lot number was added. Case became incident. Events "dyspareunia (painful sexual intercourse), migraines, rashes or skin conditions type: acne, vision/eye problems type: floaters, lower abdominal pain, lower back pain, vaginal pain, distended stomach " were added. Concomitant drugs, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.